Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped inflating. A replacement surgery was performed in which all components were removed and replaced. After the procedure a hole that caused fluid leak in the device was noticed. No patient complications were reported.